Manufacturer narrative:
Date of initial report: (B)(6) 2017 the device was returned for evaluation. The investigation confirmed the customer report of a false positive detection. The unit was disassembled and it was found that the adapter cable was crushed in the case. The investigation isolated the failure to the adapter; however, the root cause to the adapter's condition could not be determined. The adapter was replaced to resolve the problem. The console was tested after being repaired and functioned as intended with no errors.

Event description:
The customer reported that the unit gave a false positive sponge detection. No patient injury was reported. No further information was provided.